Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2002: the patient underwent MRI of the cervical spine due to headaches and neck pain. Impression: unremarkable MRI of the cervical spine. (B)(6)-2002: the patient underwent MRI of the lumbar spine due to back pain, left leg pain and numbness. Impression: bilateral l4 spondylolysis without spondylolisthesis, appears chronic; slight disc bulge at l3-4 without any significant narrowing of the canal or foramina. (B)(6)-2006: the patient underwent MRI of the lumbar spine due to back pain. Impression: mild diffuse disc bulging at l5-s1 level without spinal or neural foraminal stenosis; bilateral pars defects at l5 level. (B)(6)-2006: the patient underwent x-rays of the lumbar spine due to back pain and leg numbness. Impression: spondylosis l4 with grade I anterolisthesis l4 on l5 with flexion and extension, anatomic alignment in the neural lateral view. (B)(6)-2006: the patient underwent CT of the lumbar spine. Impression: only 4 non rib bearing lumbar bodies are seen; bilateral l4 pars defects; t11-12, t12-l1, l1-2 unremarkable; l2-3 and l3-4 show a normal post discectomy appearance. L4-s1 shows an abnormal post discography appearance with diffuse annular fissuring, a small amount contrast in the anterior epidural venous plexusabove the disc level indicating contrast leak, diffuse annular bulging, no significant central canal stenosis and mild bilateral foraminal narrowing; bilateral l4 pars defects are seen. (B)(6)-2006: the patient presented with preoperative diagnoses of degenerative joint disease, l4-5, l5-s1, with pars defect at l5-s1 with grade 1 spondylolisthesis. The patient underwent the following procedures: anterior lumbar interbody fusion, l4-5, l5-s1 with use of rhbmp-2/acs as well as a 21mm and 19mm peek cage with intraoperative fluoroscopy and buttress plates; posterior l5 gill laminectomy with intra-operative fluoroscopy, l4-s1 effusion bilaterally with placement of a rhbmp-2/acs as well as a formagraft and autologous bone from same incision. Per the op notes, after the endplates were decorticated, a 21mm graft was placed in the l5-s1 level and a 19 mm peek graft was placed at the l4-5 level, both were filled with rhbmp-2/acs. Two buttress plates were placed, one into l5 pointed inferiorly and one into l5 pointed superiorly. No patient complications were noted. (B)(6)-2007: the patient underwent x-rays of the lumbar spine. Impression: status post fusion form l3-5 for previous anterolisthesis and pars defects, vertebral bodies are now normal in alignment and hardware appears intact. (B)(6)-2007: the patient underwent MRI of the lumbar spine due to back pain, lumbago, and previous surgery. Impression: unremarkable post surgical changes l3-4 and l4-5. No neural impingement or spinal stenosis. The patient also underwent CT of the lumbar spine. Impression: anterior and posterior fusion changes l3-4 and l4-5, no evidence of hardware disruption or instability; upper lumbar levels without spinal stenosis or neural encroachment; lumbar vertebral body numbering based on sacralization of the l5 segment. (B)(6)-2007: the patient underwent x-rays of the lumbar spine due to back pain. Impression: unremarkable post-surgical changes with fusion l3-s1. (B)(6)-2007: the patient was involved in a motor vehicular accident. (B)(6)-2007: MRI of the lumbar spine showed 2 x 1.5 cm benign post-op fluid collection in lami defects in posterior canal at l5-s1. (B)(6)-2007: the patient underwent MRI of the lumbar spine due to low back pain. Impression: technically successful laminectomy and posterior fusion, l4-s1 vertebrae; no evidence of focal disc extrusion, significant central spinal canal stenosis or neural foraminal encroachment of the lumbar spine; posterior facet arthropathy, l3-4 and l4-5 bilaterally; no evidence of arachnoiditis; no evidence of instability. The patient also underwent MRI of the cervical spine due to neck pain. Impression: evidence of cervical strain/torticollis; cervical vertebrae intact; posterior disc bulges of c4-5, c5-6, c6-7 intervertebral discs; no evidence of significant central spinal stenosis nor neural foraminal encroachment in the cervical spine. (B)(6)-2008: the patient presented with lumbar post laminectomy syndrome. The patient underwent left and right l4 and l5 hardware in jections; fluoroscopic guidance. No complications were noted. (B)(6)-2008: the patient underwent CT and lumbar myelogram. Impression: mild l2-3 circumferential bulge of the annulus with disc material encroaching on the neural foramina bilaterally. The left nerve root appears entrapped, clinical information for let l2 radiculopathy requested; the patient is status post a l3-4 and l4-5 laminectomy and posterior fusion; l5-s1 transitional vertebrae w/ hypoplastic disc. (B)(6)-2008: the patient presented stating he had undergone a 2-levl lumbar fusion surgery at l4-5 and l5-s1 following a motor vehicle accident in (B)(6) 2007 that brought on severe back pain. Shortly after the surgery, the patient states he had to have screws removed from the vertebral body. He states one of the screws was touching a nerve. The patient reports weight gain of 60 pounds, difficulty sleeping due to pain, swollen legs, shortness of breath, wheezing, stomach pain, constipation and heartburn, difficulty urinating, erectile difficulty, muscle pain, muscle aches, spasms, memory loss, hot flashes, and heat sensitivity. The patient presented x-rays of the lumbar spine that show some lucency around the screws in the body of l4. The fusion construct appears to be good as well posteriorly and it may be intact posterolateral. Impression: significant back pain, mva, possible failed fusion or loose instrumentation. (B)(6)-2008: the patient presented with low back pain radiating down both legs and into the feet. (B)(6)-2008: the patient presented with a preoperative diagnosis of chronic back pain. Post-operatively the patient was found to have had a failed lumbar fusion. The patient underwent an exploration of lumbar fusion and removal of instrumentation and an l4-s1 posterior lumbar fusion. Per the op notes, it was found the prior fusion had failed. Instrumentation was removed and transverse processes were exposed bilaterally. They were decorticated with a high speed drill and new bone graft and rhbmp-2/acs was laid down after copious irrigation of the wound. Stryker instrumentation was then implanted. No patient complications were noted. (B)(6)-2008: the patient presented with numbness in thigh and feeling sore. (B)(6)-2008: the patient underwent x-rays of the lumbar spine due to previous back surgery and low back pain. Impression: post-surgical changes re-demonstrated, new pedicle screws at l5. There is some anterior migration of the anterior plate at l5-s1 by approximately 2mm. (B)(6)-2008: the patient presented with neuropathic pain down both legs. The patient went to (B)(6) for emg which showed significant neuropathy in bilateral lower extremities. The patient's spine x-rays look good and there is good boney fusion laterally beginning on the right side in particular as well as on the left. (B)(6)-2009: the patient underwent CT of the chest. Impression: multiple tiny dense lung nodules and/or calcified granulomas, all f indings are stable in keeping with sequel of prior granulomatous infection; mild mediastinal and hilar lymphadenopathy, non-calcified, no change dating back to (B)(6) 2008; favor reactive or granulomatous. (B)(6)-2009: the patient underwent x-rays of the lumbar spine due to low back pain and a mva after previous back surgeries. Impression: stable lumbar spine series; stable postsurgical changes of the lumbar spine. (B)(6)-2009: the patient presented with pain at the l4-5 facet on the left. X-rays from july show what appears to be an excellent fusion and even had some extension to the facet joint just above his level of fusion. The patient also has peripheral neuropathy in the lower extremities. (B)(6)-2010: the patient presented for a lower extremity emg/ncv study. Impression: chronic versus previous right l5 radiculopathy; clinical bilateral lumbar sensory radiculopathies; bilateral tarsal tunnel abnormality with positive tarsal tunnel syndrome bilateral. (B)(6)-2011: the patient underwent MRI of the lumbar spine due to herniated disc, back pain, leg and foot pain. Impression: mild lev oscoliosis; l1-2 disc demonstrates a 2.3mm posterior bulge; l2-3 disc is desiccated and demonstrates a 4.9mm posterior bulge, there is slight retrolisthesis of l2 upon l3; l3-4 disc demonstrates a 3.9mm posterior bulge, there is probable right sided sponylolysis, there is moderate bilateral lateral recess narrowing; l4-5 disc demonstrates the thecal sac to be patent measuring 1.86cm, there is no foraminal encroachment, interbody fusion plug is appropriately positioned; there is moderate bilateral l2-3 foraminal narrowing. (B)(6)-2012: the patient underwent MRI of the lumbar spine due to low back pain. Impression: l2-3 disc demonstrates a 5.5 mm posterior bulge with annular tear, mild bilateral foraminal encroachment; the l3-4 disc demonstrates a 3.1 mm posterior bulge, moderately severe bilateral foraminal encroachment; the l4-5 disc demonstrates a transpedicular fusion from l4 to s1, there is an interbody plug, thecal sac measures 1.8cm, bilateral facet arthropathy; l5-s1, the disc demonstrates an interbody fusion plug in place, thecal sac measures 2.19 cm, bilateral facet arthropathy. The patient also underwent x-rays of the lumbar spine. Impression: anterior and posterior lumbar inter body fusion of l4, l5 and s1 vertebral bodies; lumbar spondylosis, no instability on flexion and extension. (B)(6)-2012: the patient presentedwith lumbar degeneration. The patient underwent a lumbar diskogram, l2-3 and l1-2; transforaminal injections x 2; use of fluoroscopy. Impression: positive diskogram l2-3; negative diskogram l1-2. The patient also underwent CT of the lumbar spine. Impression: transitional lumbosacral anatomy with sacralization of l5; l1-2 grade 3 annular disc tear in the central zone, l2-3 grade 4 annular disc tear in the left foraminal extra foraminal zone, associated with broad based disc protrusions; l3-5 anterior and posterior bony fusion as outlined, l4 laminectomies, solid interbody fusion from l3-5, mild bilateral neural foraminal stenosis at l2-3 and l3-4 secondary to disc protrusions, severe hypertrophic facet arthrosis at l2-3. (B)(6)-2012: the patient underwent CT of the lumbar spine. Impression: do not see definite neural impingement; lower lumbar l3-5 posterior decompression and fusion, decompression looks satisfactory and the fusion solid. (B)(6)-2012: the patient presented with low back pain with radiation into the left groin and medial thigh, pain in the buttocks and lateral thigh and leg on the left. He has numbness in the right lateral thigh. MRI of the lumbar spine shows degenerative disc disease at l3-4; mild stenosis at l3-4. CT of the lumbar spine shows l4-s1 fusion, severe facet arthropathy l3-4 and fissuring disc. Assessments: lumbosacral spondylosis without myelopathy;

Event description:
It was reported that the patient developed unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.